Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted simple prostatectomy surgical procedure, a non-recoverable error 31221 occurred. The technical support engineer (tse) asked the caller to perform a hard power cycle with emergency power off (epo), but there was no change. The tse asked the caller to move universal surgical manipulator (usm) 4 to the stow position and restart the system. The tse then asked the caller to restart the system and keep the setup joint (suj) clutch button of usm4 to disable the usm, but there was no change and the error returned. The procedure was aborted with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal power distributor (upd) due to error 31221 pointing to usm4. The system was tested and verified as ready for use. Isi has received the upd for evaluation. However, failure analysis investigation has not been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer aborted after the start of the procedure due to a non-recoverable fault. Additionally, there was a delay of greater than 30 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal power distributor (upd) involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported failure. The upd was installed and tested on the test system. The system started up without any error. All board voltages were verified within range. The gantry motors were moved the full range of motion without any issues. Ran 150 power cycles with this board and all passed. The upd remained on the test system for two days and it performed without any error.